Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus obtained. The subject device was returned to olympus for evaluation. The ptfe pad was worn away, and part of it was peeled. Also the ptfe pad was torn with no missing part. This type of damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was worn, torn, and peeled when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). The instruction manual of the subject device already states; warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Please cross-reference the following report:8010047-2016-00381.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus medical systems corp. For evaluation. The manufacturing history of the subject device was reviewed, with no irregularities noted. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information or the device is received a later time, this report will be supplemented.

Event description:
The subject device was used for a procedure of liver resection.after ten minutes use of this device, the ptfe pad was partially separated.the procedure was completed with another thunderbeat.there was no patient injury reported.